Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) with fatigue and anaemia ("anemia"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and anaemia outcome was unknown. The reporter considered anaemia and menorrhagia to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation.moreover, the surgery was much more severe than what would have been required of a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), menometrorrhagia ('excessive and abnormal bleeding during menstruation/irregular heavy bleeding with blood clots'), genital haemorrhage ('abnormal bleeding(general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mitral valve prolapse. Concurrent conditions included knee injury, asthma and iron low. Concomitant products included paracetamol (tylenol) for pelvic pain as well as salbutamol (albuterol) and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorragia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) with fatigue, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and anaemia ("anemia"). The patient was treated with surgery (she underwent a hysterectomy/total hysterectomy (uterus and cervix removed); bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the menometrorrhagia, genital haemorrhage, uterine haemorrhage, anaemia and menorrhagia outcome was unknown. The reporter considered anaemia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation cystectomy-(B)(6) 2017. Endometrial biopsy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Lot number:a69942 manufacture date: 2012-11, expiration date:2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet received : events added- menorrhagia, uterine haemorrhage. Outcome of pelvic pain updated to ¿recovered / resolved¿. Event onset dates updated. Concomitant products added. Medical history and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic"), menorrhagia ("excessive and abnormal bleeding during menstruation/irregular heavy bleeding with blood clots"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included knee injury. Concomitant products included vitamin d nos (vitamin d). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) with fatigue, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (she underwent a hysterectomy/total hysterectomy (uterus and cervix removed); bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine haemorrhage and anaemia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anaemia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation.moreover, the surgery was much more severe than what would have been required of a tubal ligation cystectomy(B)(6)2017. Endometrial biopsy on (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received with her demographic details were updated. Aka name added. Product indication updated. Lawyer information added. Lot number added. Following events were added: abnormal bleeding (vaginal), irregular irregular heavy bleeding with blood clots/abnormal bleeding(general), pain and abnormal uterine bleeding. Event clubbed: irregular heavy bleeding with blood clots/abnormal bleeding(general). Event outcome added for: abnormal bleeding (vaginal). Medical history added. Concomitant drug added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic"), menometrorrhagia ("excessive and abnormal bleeding during menstruation/irregular heavy bleeding with blood clots"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included knee injury. Concomitant products included vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) with fatigue, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (she underwent a hysterectomy/total hysterectomy (uterus and cervix removed); bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, uterine haemorrhage and anaemia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anaemia, genital haemorrhage, menometrorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation cystectomy-(B)(6) 2017. Endometrial biopsy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Lot number:a69942. Manufacture date: 2012-11, expiration date:2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.